Event description:
It was reported that acetabular component was loose and was causing significant pain. Dr removed the cup and placed a trabecular metal cup in it's place. It was not difficult for dr to remove the durom cup. He simply tapped the rim with a bone tamp. There was zero evidence of bony ingrowth/ongrowth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.